Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to have pneumonia. The patient was hospitalized in response to the reported event. Related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An external inspection of the device was completed by the manufacturer and found observed very little contamination on the outside. The air inlet port had some dirt/debris visible from outside. Pil powered on the device using a known good power supply, ac power cord, and p4 connector (the p4 connector travelling with the unit was corroded due to water ingress) which showed the base unit provided airflow. An internal investigation found evidence of sound abatement foam degradation and breakdown using the fitt (foam integrity test tool) see fitt document ER (B)(4) for process to make this observation. Pil can confirm evidence of sound abatement foam degradation is present in the device. The manufacturer found evidence of sound abatement foam degradation. The device downloaded event log was reviewed by the manufacturer and found no error.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pneumonia. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.